Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information received from a manufacturer representative regarding a patient receiving baclofen (2000ug/ml at 749ug/day) via implanted pump. An MRI was done on (B)(6) 2015 at 12:29. The representative checked the pump on (B)(6) 2015 and there was no motor stall recovery noted. There was no audible pump alarms and the patient was asymptomatic. On 2015-09-22, it was reported that the stall did in fact recover. The manufacturer representative had to interrogate it twice but the logs showed it did recover.

Manufacturer narrative:
Correction sent for recall information.